Event description:
During baxter's evaluation, a device alarmed for an upstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device evaluation was unable to reproduce the upstream occlusion alarm during further testing. The device was recalibrated to ensure proper function.